Event description:
"The patient reported the dentist recommends stopping treatment due to multiple cavities and dental trays not fitting properly. Patient initials: (B)(6). Gender: female".

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.